Event description:
During service testing, the baxter repair technician reported an infusion pump with depleted main batteries. The hospital representative stated that there have been no reports of any patient incident involving this pump since the last baxter service event. No additional information is known.